Event description:
Description of event: patient medical history was reported. It was noted the patient had an unknown spinal cord stimulator implant (B)(6) 2014, explant (B)(6) 2014 that was removed. The codman catheter was also to be removed. No additional information provided. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. Reference report: mw5152976. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".